Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2019-14377;related manufacturer reference number:2017865-2019-14378; related manufacturer reference number:2017865-2019-14380. It was reported that the patient presented in clinic and it was noted that the patient developed a pocket infection. All implanted products were removed. The patient was stable before, during, and after the procedure.